Event description:
The customer reported that the e-stop could not be closed. A philips field service engineer (fse) determined the e-stop could not be closed due to a stuck load button on the multifunction footswitch. The fse confirmed there was no un-commanded motion or pt involvement and that there was no harm to a pt or operator due to this issue. The fse reported that a restart of the gantry allowed the e-stop to be closed. The fse also determined that the cover of the footswitch had been bent, resulting in a system error, then replaced the footswitch to resolve this issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).